Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had a no delivery alarm in the middle of doing a bolus. The customer's blood glucose level was unknown. Troubleshooting was performed. It was noted that there may be a possible site related issue or site and set occlusion. They were advised to change the entire infusion set. The product will not be returned for analysis.